Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing unintended radicular rib pain and has been experiencing this since implantation. This pain was suspected to be due to the lead being too large for the epidural space. The patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced with a smaller lead. The issue has been resolved.